Manufacturer narrative:
Product event summary: the partial lead was returned and analyzed and no anomalies were found that would contribute to the reported electrical issue. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. The initial reported event of high impedance and apparent fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead warning triggered due to high lead impedance on both high voltage coils that was indicative of an apparent fracture of the coils. The alerts were turned off until the revision could be performed. The lead was cut and capped and replaced. It was further reported that the remainder of the lead was explanted at a later date. No patient complications have been reported as a result of this event.